Manufacturer narrative:
This report is being submitted as follow up no.1 to update the section and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The arteriotomy locator and hemostasis sheath were returned along with the plastic tray. Visual inspection revealed that the there was a deformation(slight kinked) identified at the blood inlet hole of the arteriotomy locator. No damage or deformation was noted with the returned hemostasis sheath. No other visual anomalies were noted. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.0907". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during the setup of the angio-seal device, the physician noticed a kink in the locator. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product.